Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No unexpected failed battery test alarm noted. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. The customer was explained the alarm and possible causes. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.